Manufacturer narrative:
No button error alarm was found. The unit had no button response due to a corroded keypad. The unit had a minor scratched display window, cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube lip.

Event description:
The customer's parent called in to report a button error alarm. The customer's blood glucose level was 179 mg/dl. The caller could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.